Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel processor pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system experienced and un-commanded shutdown and failed to properly save and recall pt image data. No pt serious injury or death was reported related to this event.